Event description:
The complainant is an insulin dependent diabetic. The complainant states that up until 2001 the complainant would receive results in the 74-350 mg/dl and adjusted the complainant's insulin accordingly. The complainant stated a new lot of glucofilm reagent lot number w4874020, expiry dated 01/02. At that time the complaints results dropped to the 36-94 mg/dl range. The complainant did state that complainant was on vacation and was walking a lot when the complaintant observed the lower results. Based on these lower results complainant decreased the amount of insulin complainant was taking. At a later date complainant had an "unquenchable thirst" and had a blood glucose reading and had a result of 48 mg/dl. Complainant opened a new bottle of reagent and re-tested and received a result of 499 mg/dl. A request was made to return the system for evaluation. In the mean time replacement product has been provided.